Event description:
The pt received his scs system on (B)(6) 2011. The pt reported he was not satisfied with the stimulation coverage of his current system, compared to the coverage he obtained during his trial. The sjm representative met with the pt and provided new programs, but was unable to cover a two inch area on the pt's back. The pt reported this area was covered during the trial. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.